Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels over 300 mg/dl and small ketones. Reportedly, customer has had "sporadic" elevated bg's after having treatment for cancer. Customer delivered a correction bolus to stabilize blood glucose levels.